Event description:
It was reported by getinge field service engineer (fse) that during service visit the cardiosave intra-aortic balloon pump (iabp) compressor did not reach the pressure and autofill failure alarm occurred. There was no patient involvement or harm reported. The fse replaced specified parts (compressor, scroll) and performed functional tests. Equipment suitable for clinical use.

Manufacturer narrative:
Initial reporter: (B)(6).upon completion of the investigation into this event a follow up report will be submitted.